Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that two opt546 adult optiflow cannulae had torn silicone.this occurred prior to patient use.

Manufacturer narrative:
(B)(4). Method: one of the two complaint opt546 adult nasal cannulae was returned to fisher & paykel healthcare in (B)(4) for evaluation. Result: visual inspection of the returned opt546 cannula revealed that the nasal interface was broken at the right head strap connection point. A lot date was provided for one of the complaint (B)(4), 11 december 2013 ((B)(4)) and a lot check revealed no similar complaints. Conclusion: the hospital reported that the damage occurred during setup, before the therapy was started. The damage is most likely caused by the hospital staff overtightening the head strap. The opt546 interface is used to deliver humidified oxygen to patients. The opt546 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt546 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The interface is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the interface is discarded. Our user instructions that accompany the opt546 illustrate the procedure for fitting the optiflow nasal cannula to a patient.